Event description:
It was reported that during the implant procedure when attempting to screw in the lead, the helix would not extract. The lead was removed from the patient and an attempt to extend the helix was made. The helix would not extend out of the body of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found however, blood was observed in/on the helix/lobe mechanism.